Manufacturer narrative:
Customer reported a low glucose event where sg = 102 mg/dl, bg = 59 mg/dl on (B)(6)2023, 9.02am. A review of glucose trend on (B)(6) 2023 confirmed the sg = 103 mg/dl at 8.54 am and bg = 59 mg/dl on (B)(6) 2023, 9.02 am. The user did not seek medical treatment and was able to treat himself by drinking juice.in associated sensor inaccuracy case it was determined that the system was experiencing some instability. A review of the raw data revealed that there was dip in reference and signal channel values which coincided directly with the start of the user's covid treatment with paxlovid. The sensor was taking longer than expected to settle and an RMA was issued for further investigation. Based on the initial escalation analysis, the sensor performance deviated from normal behavior. The RMA was authorized due to the deviation in sensor performance where there was mismatch observed between the sensor readings and calibration entries.sensor 292564 was tested in-house, and a qc did not reveal any malfunction of the sensor. However, review of dms data revealed that there was dip in reference and signal coincide directly with the covid diagnosis and start of treatment and the sensor is taking longer than expected to settle.there is currently no data confirming paxlovid has any interference with sensor readings.

Event description:
On october 27, 2023, senseonics was made aware of an adverse event where user reported a hypoglycemia event with no alert from the system due to sensor inaccuracy. The user was able to resolve the issue by drinking juice.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.